Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and customer changed the infusion set. Alarm did not reoccur. Customer's blood glucose was over 400 mg/dl.